Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 18921744 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as it were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was no longer able to get stimulation in the right areas. It was also noted that one lead had high impedance and upon inspection one of the leads was fractured but still intact. The patient underwent an explant procedure wherein two leads and click anchors were removed. The patient was doing well postoperatively.